Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts needed to be replaced. The hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The battery 9733627 lead acid 24v 34w ((B)(4)) was returned for analysis. The returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups shut down after a minute and twenty seconds. The battery should power this load for at least three minutes. The battery charge was insufficient. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the system was unplugged from the wall it would power off instantly. It was noted that the system had been plugged in overnight. There was no patient involvement.